Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is over 500 mg/dl. Customer was vomiting and mild chest pain. Customer was admitted into critical care unit. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.